Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. The patient¿s cgm alerted for an urgent low. She was given two glucose tablets, a sandwich and apple juice. She fell back asleep; an hour later when she woke, her cgm still displayed a low value and she ingested more apple juice. The cgm continued to display low, a bg was performed which was 454 mg/dl. An unspecified amount of time later, the patient lost consciousness, her spouse called emergency medical services who transported her to the hospital. At the time of the report, the patient was alert, in the hospital (undetermined if she was an in- or out-patient) and being treated with IV fluids. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).